Event description:
Pt reported that the device's piston rod stopped before it fully retracted. Pt replaced the battery pack, but was unable to resolve the concern. No error messages were generated by the device. Pt was advised to switch to their backup pump.